Manufacturer narrative:
Product analysis #708669822:2025-nov-27 nathk2: analysis of the device found that patient interface fault was detected and an error message observed. The connector cable between mainboard pcba and afe board was found to be loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device comes up with a patient interface fault detected error. The issue was attempted to be resolved by restarting but there was no success. A different module was used with the same dock and no error occurred with the second module. No patient involvement.

Manufacturer narrative:
H3: device has been returned and is being analyzed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device comes up with a patient interface fault detected error. The issue was attempted to be resolved by restarting but there was no success. A different module was used with the same dock and no error occurred with the second module. No patient involvement.